Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display lock-key of the device was not working, and that the case and tray were broken. It was also noted that there was white residue in the battery compartment, battery contacts were contaminated, and the device failed incoming atrial heartwire testing.

Event description:
It was reported that the external pulse generator (epg) had a damaged case, broken tray, and an unserviceable display lock key. The epg has been returned for repair. There was no patient involvement.